Event description:
Customer reported: zeroing drift during intervention, the numbers are wrong.

Manufacturer narrative:
Evaluation summary: the actual unit involved in the report was not returned. An unused single dpt (disposable pressure transducer) kit, from the same reported model and lot number, in sealed original package was received. Dpt zeroed without any problem. Pressure reading at the base line (0mmhg) was stable. Zero-offset which was measured 1mmhg was also within specification. Dpt also measured pressure without any problem. No pressure drift was observed from dpt during 8 hours testing. Pressure reading did not change or maintained at 150mmhg during 8 hours testing. Electrical testing also showed that the dpt electronic components were intact because both input impedance and output impedance were within specification. Leakage was also performed to the dpt kit at pressure 300mmhg for 5 minutes to detect any pressure drop due to leakage. No leakage was noted from the kit.